Manufacturer narrative:
(B)(4). Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient underwent surgical cleaning of the scar. The patient seemed to be evolving well. Antibiotic medication was stopped on (B)(6) 2015. The pulse generator was switched on.

Event description:
It was reported that the vns patient had presented infection in the implant area. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. It was later reported that treatment with antibiotics was considered in case the infection was confirmed. No known further interventions have occurred to date.